Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to the customers blood glucose level. The customer declined follow-up troubleshooting with tandem technical support; therefore, no additional information could be obtained.